Event description:
It was reported that an ilet user experienced elevated blood glucose with a recorded peak at 356 mg/dl. Despite changing supplies, observed fluid inside the pump near the prefilled fiasp cartridge, and received education to replace all supplies; the event involved a reported leak associated with the reservoir component. Customer care provided support that included communication with the user and analysis of information provided. Investigation of this case revealed evidence consistent with a seal leakage associated with the reservoir, aligning with a leak/splash device problem. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included a missed dose impact consistent with reduced insulin delivery without medical intervention or hospitalization. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.